Event description:
PICC nurse reports the PICC introducer flared at the grey tip and due to the flare she was unable to advance in the vein. She uses a microintroducer from the supply cart and it went in easily.